Event description:
It was reported that during a shoulder cuff arthroscopy procedure, the dyonics 25 control unit was flowing very fast, it was running out the serum very fast. The user tried to decrease the flow and pressure but did not function. When the surgery was finished, the shoulder was big the procedure was successfully completed without surgical delay using the same device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection revealed no defects or damage. A functional evaluation was performed on the returned device and found the equipment performed well, without any failures during testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the device IFU does note that ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device¿ and ¿if over pressurization is suspected, press the pump stop button. Drain the fluid from the joint.¿ the root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an improper user technique or a defective transducer. Based on this investigation, the need for corrective action is not indicated.